Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the hcp received a voicemail from the managing physician of the pump saying "due to issues with the pump, the pump needs to be filled under x-ray." No symptoms were reported. It was unknown when the issue began. No further complications were reported or anticipated. The hcp reported that the pump is loose in the pocket and flips inside the pocket. X-ray was to determine if septum is upright or not, and to verify needle placement. No actions have been taken to resolve the issue. There were no further complications reported/anticipated.